Event description:
It was reported that the patient was experiencing inadequate pain relief. X-ray confirmed that the paddle lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since october 2023.